Event description:
It was reported that the customer was hospitalized due to high blood glucose of 557mg/dl. The customer experienced vomiting and high ketones. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the mother to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The mother stated that she changed her site, and still the blood glucose was high. The mother stated that the doctor believe the device was not functioning properly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.